Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, she was hospitalized. Blood glucose value at the time of the admission was 31 mg/dl. Customer stated, she was sleeping and she felt she was going low. She will normally suspend the insulin pump on suspend. Her husband stated, she started convulsing around midnight, he thought she had suspended her pump she really doesn't know what happened. They checked the bolus history and it showed 10 units were delivered. Customer also stated she had a high glucose event over 450 mg/dl on (B)(6) 2012. Nothing further reported.